Event description:
While using an awl distributed by (B)(4), the coroent small interlock straight awl, the model number 6780112, the tip broke off and was imbedded in the 5th cervical vertebra. Attempts to retrieve the tip were not successful, and it was felt by the provider that the pt would suffer too much damage. Pt was stable and discharged as an outpatient that day. Surgical instrument was redesigned and defective one is pulled off for use.